Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 419688, lead, implanted: (B)(6) 2010; 407652, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced a systemic infection approximately seven weeks after a device exchange was performed. The device pocket had failed to close completely following the device exchange. The patient was treated with antibiotics and their cardiac resynchronization therapy defibrillator (crt-d) system was extracted. A temporary pacing lead was placed until the infection resolved. A new system was implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h7 product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.